Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a spinning spiros generated a leak of approximately 34.6 ml of carboplatin. Chemo spill policy was implemented. There was no patient harm reported.